Event description:
Patient developed hypersensitivity at injection site after treatment. Subsequent skintest also reacted. Physician treated symptoms with intralesional cortisone injection and incision and drainage.